Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossed over. A technical support specialist (tss) checked carefusion coordination engine (cce), found the message trace not fully functional, rebuilt the search indexes, and confirmed through structured query language (sql) that admit discharge transfer (adt) and order messages were crossing to the es server. Later observed that the patient had been transferred from the ER and was expected to appear on station. The customer expected to pull medications for the patient from all stations, but the patient appeared only on the ER station, even after performing a facility-level search. Tss reviewed the configuration which showed that care unit was assigned only to the palestine ER area, while the device palestine-inpt1 was assigned to the palestine inpatient area. Tss verified that station had received the adt admit and transfer messages for the patient under care unit mfped, which explained why the patient was visible only on the ER station and not on palestine-inpt1. Tss advised the customer that the appropriate units and areas needed to be assigned to the patient. The customer reported not having access to the es server webpage and planned to follow up with the pharmacy manager to update the configuration. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to view multiple patients across multiple stations. The user also stated that even when nurses manually entered the patients, they still could not saw them on the stations. However, there were no delays or adverse events or injuries reported based on this event.